Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. We have product complaint for the following. Tpn line found to be leaking at filter site.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported tpn line leaking at filter, and returned one used sample of material 2432-0007, unknown lot. Upon initial visual examination, the set(s) had no defects or abnormalities. The set was infused was water, and the filter was somewhat occluded, flow rate was very slow. However, the complaint of filter leak was able to be confirmed. The leak was coming from filter air vent. The filter supplier was contacted about the issue. The supplier investigation confirmed the filter issue, and found there to be occlusion in the filter. The filters are manufactured to be hydrophobic at the filter vents, preventing leaks. The hydrophobicity of the filter vent was compromised, meaning end user drugs/solutions caused the leak. A device history record review could not be performed on material 2432-0007 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.